Event description:
It was reported after an afib case, a 1.2 cm pericardial effusion was noticed. There was a drop in blood pressure in the patient when the patient was in recovery. The echo readings led to the discovery of the event. The pericardial effusion was confirmed by echo. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. Ablation catheter- not available for return: farawave pfa catheter ((B)(6)). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".